Event description:
Caller reported that t:slim x2 pump battery would not charge, and multiple attempts to fix this, including trying different adapters and cables, were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement pump, instructing the caller to return the non-functional item and offering training resources in their tandem source account. Customer was informed that replacement pump features updated software and acknowledged all instructions.